Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure, this right ventricular (rv) lead was found to not have the helix extended under fluoroscopy and the rv setscrew on the device was found to be loose. The helix was suspected to have retracted some time after implant. Of note, there were previous observations from 2014 that there had been an increase in pace impedances and no intrinsic amplitude values. During the procedure, the helix was re-extended. The lead was tested during the procedure and was found to be operating as expected. The lead remains in service. No additional adverse patient effects were reported.